Manufacturer narrative:
This is a resubmission of initial MDR per request from (B)(6), FDA medwatch program. Inital MDR originally submitted on 09/26/2017. MFR report # has been corrected.

Event description:
Issue reported: there seems to be a blockage somewhere in the epidural line. The anesthesiologist was not able to push anything through. The reporter has indicated that this is the first time this has occurred. There was no patient injury.